Event description:
It was reported that the device was intermittently losing power. The reported failure was found during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio observed that the battery connector pins were loose. After tightening the battery connector pins, proper device operation was observed through functional and performance testing. The device has been returned to the customer for use.